Event description:
General report of an undocumented number of undocumented incidents of leakage from the clave port. Customer contact reports that they "frequently" see leakage from the port when in use with continuous infusions. The connection between the clave port and the male adapter "seems tight", however leakage is still observed. This occurs randomly over many users and different infusion including lipids. Total perenteral nutrition and d10w. The ports are not repeatedly accessed, they just have one continuous infusion running. There have been no reports of any adverse effects to the pts. No add'l info was available.